Event description:
There is concern for pump generated hemolysis leading to hemoglobinuria. A female child with vaginal rhabdomyosarcoma received 1 unit of cross-match compatible red blood cells infused through hospira symbiq infusion pump following normal infusion guidelines. The rate of blood flow was 15ml per hour for the first 15 minutes and then 60ml/ hour for the remaining transfusion. The blood was not warmed. The patient had port access with a 20 gauge needle and negative antibody screen. The transfusion was completed at 14:35. Red colored urine was noted after some time following completion of transfusion (patient had gone home). The patient returned to the emergency room for care at approximately 16:00. Vital signs remained stable and the patient was otherwise asymptomatic. Transfusion reaction was initiated. Clerical check was okay with no visible hemolysis and a negative direct antiglobulin test. Urinalysis performed revealed 3+ blood on dipstick with 0-3 red blood cells (rbcs) on microscopic exam. Additional labs revealed an elevated total bilirubin of 1.4 mg/dl, ldh of 637 units/l and haptoglobin of 13mg/dl with an appropriate hct/hb increase. Patients pre-transfusion total-bilirubin was <0.5 mg/dl. The patient's symptoms resolved without further complication. No follow-up testing was performed.======================manufacturer response for infusion pump, symbiq infusion pump (per site reporter).